Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer declined troubleshooting with tandem technical support and further information was unable to be obtained. Customer¿s blood glucose level was 80-240 mg/dl.